Event description:
According to the facility on 2/16, there was black debris in asepto.

Manufacturer narrative:
According to the facility on 2/16, there was black debris in asepto. The packed was wrapped and taped closed. Another pack was opened for the case. The patient was not in the or when the pack was opened. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.